Event description:
It was reported that the user experienced elevated blood glucose while using the ilet following a supply change, with a peak of 281 mg/dl trending down to 241 mg/dl; the medical device problem and specific device component were not identified due to insufficient information. Symptoms included hyperglycemia with no reported clinical signs, symptoms, or conditions beyond elevated glucose values. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and the medical device problem and device component remained undetermined due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.